Event description:
Using the ethicon articulating stapler (atw35), the staple line did not close properly. He did wait the thirty seconds before releasing the hold on the stapler. The surgeon reinforced the staple line with suture to avoid any complication.what was the original intended procedure?robotic assisted lap prostatectomy.